Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver case was open to troubleshoot. The receiver has stuck and continues to restart itself. The flash memory chip has been corrupted. The reported event of initializing screen without manual restart was confirmed during log review. A root cause was determined to be defective u8, flash memory chip.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/10/2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined.